Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that 3 sets of tubing broke while connected to the patient's PICC line and while he was thrashing about. The patient was receiving infusions of inotropes, fentanyl and maintenance fluids. There was no patient harm and none of the medication leaked.